Manufacturer narrative:
The fenestrated bipolar forceps instrument has not been returned to isi for evaluation; therefore the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned or if additional information is received. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, a fragment from the fenestrated bipolar forceps instrument broke off and fell inside the patient. Although, the fragment was retrieved without patient harm, adverse outcome or injury, at this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, a fragment from the "yellow insulation" part of the fenestrated bipolar forceps instrument broke off and fell inside the patient. The fragment was retrieved during the same procedure with an unspecified laparoscopic instrument. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with a surgical technician at the site and obtained the following additional information: the surgical technician stated that the surgeon was cauterizing tissue with the fenestrated bipolar forceps instrument. At that time, the surgical technician noticed that a fragment from the ¿yellow insulation¿ material of the fenestrated bipolar forceps instrument broke off and fell inside the patient. The instrument fragment was under the or staff vision as the fragment was retrieved with a laparoscopic handheld grasper instrument. The surgical technician confirmed the following; there were no collision of instruments, the wrists of the instruments were straightened when removed, and the instruments were inspected prior to use. The surgical technician confirmed there were no fragments retained inside the patient. The planned surgical procedure was successfully completed and there were no intra-operative complications experienced by the patient. There is no video recording of the surgical procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported event. The instrument was found to have a broken yaw pulley, 0.107" x 0.230¿ was broken off and was returned with the instrument. This allowed the grip to move within the pulley and have a larger range of motion in the yaw. The known common cause of this failure is due to mishandling/misuse. Device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. Based on the device evaluation results, this MDR report is being retracted since the damage to the instrument was found to be due to user mishandling/misuse and not due to a malfunction of the instrument.